Event description:
The reporter stated that it's impossible to get a 2.5mm k wire through the cannulated part of the screwdriver. The k wire stops precisely where the small pins fix the blue handle to the metal part of the screwdriver. The product was in contact with the patient. The patient was not injured.

Manufacturer narrative:
The product was returned for evaluation. An inspection was performed on the returned product: the problem reported was confirmed. One of the 2 pins that maintain the handle fixed on the screwdriver tip had moved and obstructed the internal hole. A review of the manufacturing file found no anomaly during the manufacturing period of the product. A review of the complaint system showed that this incident is the first incident to be reported since this product was sold. (B)(4). Prior to release, icos 6.5mm screwdrivers are one hundred percent tested for appearance; finishing and laser marking. There is inspection of documentation: raw material certificate, measurement report, label, and sterilization certificate. Functional testing of internal diameter, and assembly with a screw is performed. Given the description of the event and the observations made during inspection, the incident is confirmed. The repeated uses and sterilization cycles are considered to be a root cause. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.